Event description:
Reportedly, the patient deceased (exact date to be confirmed). The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient deceased (exact date to be confirmed). The device was explanted and will be returned for analysis.